Manufacturer narrative:
H3: device not returned to manufacturer.

Event description:
The manufacturer received information alleging a test failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a test failure. There was no harm or injury reported. Philips remote service engineer reviewed test data provided by customer and provided troubleshooting concerning the test set-up. Customer confirmed that issue was resolved with use of respironics test lung, took the filter out of the equation and supported the test lung as suggested.